Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that unable to update the patient profile due to receiving a message stating that the device serial number belongs to an alternative patient. The caller was informed that the alternative patient was registered incorrectly and informed the caller that the clinic will be contacted before the patients profile could be updated. The network remains in use. There was no patient involvement.